Event description:
The customer reported to olympus during preparation for use, liquid leaks at the knob on the evis lucera duodenovideoscope. Upon inspection and testing of the customer returned device, the inside of lens guide lens was dirty. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the image was noisy, leak from on the knob, the lens guide lens was damaged, orbeye lens was damaged, the bending section cover glue was discolored and worn, the protector was damaged, there was a crease at the insertion tube and corroded connector pins. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information was obtained regarding this event. The actual event date is unknown, however, it is speculated that the date was around (B)(6) 2022. The intended procedure was unknown. The procedure was completed with a similar device. There was no procedural delay that would have had an clinical impact to the patient.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and additional information from the reporter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. Based on the results of the investigation, it is likely that the light guide lens became broke due to physical stress, which had allowed the dirt to invade the lens. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor the field performance of this device.